Event description:
The patient experienced a loss of therapeutic effect and return of urinary frequency after a fall. She fell (B)(6), 2011 and hit her stomach. She increased her stimulation level from 1.7v to 1.90v. The patient "feels a wire came out." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).